Event description:
It was reported that pt complained of hip weakness, pain and squeaking with ambulation. Pt had 58mm od/52mm ID durom acetabular shell and competitor femoral stem with a competitor 53mm femoral head. Once the hip joint was exposed, there was mild levels of metalosis. The durom shell was then removed with no evidence of bone ongrowth. The durom shell was revised to a tm acetabular shell with 40mm longevity liner and new competitor 40mm femoral head was implanted.

Manufacturer narrative:
Zimmer received the durom 58/52 cup and the 53mm diameter competitor femoral head. The combination of the competitor 53mm head with the durom cup is not consistent with the MFR labeling for the device. The mismatch of larger diameter of the head than the inner diameter of the cup may be a contributor to the metalosis and other symptoms observed. The zimmer device was mfg to specification and there is no indication that the zimmer device failed to perform as intended or contributed to the outcome observed. The need for corrective action is not indicated at this time and zimmer considers this case closed. The competitor device was forwarded to this firm.